Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported when that the tuohy borst valve was bent upon removal from the destination packaging. The patient condition and the procedure outcome are unknown. It is unknown if there were other devices or equipment used with the destination device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional patient information and provide additional event information, update, and provide the completed investigation results. An 8fr destination was returned for evaluation. The dilator and sheath unmated with the valve were returned. Microscopic inspection of the valve revealed a crimp on the distal section of the luer connection. Functional testing was conducted by attaching the sheath to the valve. The sheath was able to be attached onto the valve with slight resistance noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 10/31/18. The destination sheath was opened with no problem. The scrub went to prep the sheath and noticed the tuohy was bent. The package was opened in sterile fashion with no problems. The device was opened during the procedure. There was no damage to the outer wrapper. The account opened a new destination, same size and vendor. There was no problems with the second destination. The patient was reported to be in good condition, with no complications. The procedure outcome was good. The equipment that was used is unknown but a csi or laser was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the expiration date and the UDI no., provide the device return date, update, and provide the device manufacture date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.